Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, the right ventricular (rv) lead became stuck after inserted into the patient. The physician alleged the helix extended spontaneously. The event was resolved by retracting the helix and implanting the rv lead. The patient was in stable condition.